Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for inspection. Updated field-d9. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunctions is likely due to electrical problem and traced to component failure. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the image of the gastrointestinal videoscope had lines and then turns black during reprocessing. There were no reports of patient involvement.